Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received several inappropriate therapies due to lead dislodgement. Undersensing was also observed on interrogation. The lead was explanted and replaced without any patient distress. Patient is stable.